Event description:
During a supraventricular tachycardia procedure, an air leak was noted from the sheath and a thrombosis was noted after extraction. It was not possible to pull back on the sheath and it was suspected that the sheath was not closed and leaked air. Then during the procedure, blood was extracted, and a thrombosis was noted in the sheath. The sheath was exchanged, and the procedure was completed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the thrombus, torn seal, and subsequent air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.